Event description:
The customer's daughter called in to report the customer had become dizzy, got weak, turned pale in the face an lost consciousness. This ocurred after the customer took medications based on high readings obtained from the adc meter. The customer reports receiving readings of 482mg/dl, 194mg/dl and 282 mg/dl, prior to the incident.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.